Manufacturer narrative:
(B)(4)

Event description:
It was reported that the asymptomatic patient presented in clinic for normal follow up. Upon interrogation, the right ventricular lead exhibited noise. Noise was reproducible with arm movements over the head. The lead was reprogrammed. The patient was in stable condition prior, during, and post event and would continue to be monitored.